Event description:
It was reported that during an unk procedure, the device was working and had a crack in the housing on the distal segment below the threads. There was no pt consequence reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the hand piece was returned with a loose mount and the nose cone cracked. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further info is warranted. A batch record review was performed and no anomalies were found during the mfg process.